Event description:
It was reported that the surgeon inserted a micl 12.6 implantable collamer lens and the lens was torn upon insertion. The lens was removed and replaced with the same model lens without any patient incident. The reporter stated the incident was due to a loading error.

Manufacturer narrative:
Evaluation codes, results (other): visual inspection of the returned product showed that there was a tear across one of the haptic plates and a clear surgical residue on the lens.